Event description:
Complaint stated: cut at adhesive band of balloon. Analysis determined: small tear directly below distal adhesive band of balloon; origin unknown. Unit was used in vivo. This was not determined until analysis was complete.